Event description:
As reported by a hospital to their distributor, air is being aspirated when utilizing a 10cc angiographic syringe packaged within a convenience kit. There has been no air injection or pt injury. All used syringes have been discharged by the hospital.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and no quality related issues or manufacturing deviations were noted. No previous complaints have been rec'd on the reported lot number. All syringes are subjected to 100% visual inspection as well as several inspections which take place during the assembly process. As no sample was returned by the complaint reporter, a failure analysis is not possible and the root cause of the reported issue is unable to be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.